Event description:
It was reported that the turbine air inlet was defective. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that 'air inlet blocked' message appeared on the device. Identification of issue has been done by analyzing problem description. According to the service manual for servo-air (rev.11) blower inlet test is one of the subtests of the internal test sequence. It checks the turbine module inlet resistance and pressure sensor. The range of the inlet resistance is 1,00¿3,30 cmh2o/l/s at 2,70¿3,30 l/s inspiratory flow and pressure difference sensor test offset is in range 1586¿1690. It will indicate if the air inlet filter is occluded or clogged and also detects if the air inlet filter is missing during pre-use check. Based on technician statement, the air inlet filter was replaced but this action did not solve the issue. Performed troubleshooting revealed that turbine module needs to be replaced. The technician replaced the defective part. The issue has been resolved and the device was delivered to the user in working condition. The turbine module generates compressed air and delivers air to the inspiratory gas. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 01/30/2020. Corrected manufacture date: 01/23/2020. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).